Event description:
It was reported that the patient experienced a loss of therapeutic effect and stimulation was felt down her leg like a vibrating sensation while driving starting in early (B)(6) 2012. An appointment was scheduled with the patient's physician on (B)(6) 2012. The implantable neurostimulator (ins) was placed on the patient's right side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v911221, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).